Event description:
It was reported that during an unspecified treatment procedure, removal difficulties were encountered. The physician was placing a guidant easy track 1 implantable lead and using an unspecified boston scientific guidewire. The guidant rep believes that the physician was not flushing the guidant lead appropriately, therefore, when the physician attempted to remove the boston scientific guidewire, it got caught on something preventing the guidewire from being removed. The guidant lead 'kind of kinked up like an accordion when trying to pull back'. The guidant rep believes that there was some type of clotting in the lead. The gudiant lead was explanted and replaced with another. Upon receipt of the boston scientific guidewire, the tip was missing from guidewire. The tip was found lodged and inverted inside of the guidant lead. The guidant lead containing the boston scientific guidewire tip were sent to boston scientific for returned device analysis. Additional info has been requested regarding this event.